Event description:
It was reported that right hip revision surgery was performed due to groin pain and loosening of the femoral head. The acetabular cup remain in situ. The devices were implanted in 2003.